Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro distal tip overheated. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Charred tissue is evident on the inner part of the jaws. It was observed that the silicone boot insulation on the cold jaw was peeled and detached from the base to the center, which left the metal part of half of the cold jaw exposed. The insulation was peeled but remained attached at the upper part and at the tip of the cold jaw. The insulation on the hot jaw was intact. Traces of blood can also be seen on the handle of the device near the toggle switch. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible and audible steam during several activations over a period of 10 minutes. There was no excessive smoke during the test. The harvest tool handle was opened for inspection. The switch inner component was examined under microscopic lens. No residue or contamination was seen on the switch. Based on the returned condition of the device and the investigation results, the reported failure mode ¿burn of device¿ was not confirmed. The analyzed failure mode "peeled silicone insulation" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro distal tip overheated. The hospital did not report any patient effects.